Manufacturer narrative:
The actual device was returned as well as a companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted separated components involving the male luer lock on the used sample. Functional test, clear passage test and pressure test were performed on the unused sample with no issues noted. The reported condition was verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink valve disconnected. During infusion with an unreported drug solution, the luer lock end pulled apart and was unable to reconnect it without coming apart. There was no patient injury or medical intervention associated with this event. No additional information is available.